Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. Approx three weeks after the procedure, the pt experienced pressure when she bent over and an examination revealed a very slight cystocele recurrence. The urologist prescribed premarin cream which the pt did not apply, and suggested that the pt use tampons to support the anterior pelvic floor. Two months later, the pt reported to the surgeon that the tampons "did not work." A vaginal exam was performed and the surgeon could feel the mesh. The surgeon opines that the cystocele recurrence is probably associated with slight anterior mesh migration forward, as the surgeon only used one or two sutures to hold the mesh in place. The surgeon plans to place an add'l piece of mesh in the anterior compartment to correct the recurrent cystocele, pending discussion with the pt.

Manufacturer narrative:
Date sent to the FDA: 03/25/2008. Cystocele recurrence. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.